Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The pump reportedly emitted an alarm but not it is unclear what alarm it may have been. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission:12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed one cs 064 call service alarm in the bb history on (B)(6) 2015 at 10:37. During testing, the pump performed the ez-prime steps with no cs alarm occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Investigation was not able to duplicate unusual issue.